Manufacturer narrative:
Initial reporter address: (B)(6). Device is a combination product. Device evaluated by MFR.: promus elite stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted, bunched and pulled distally past the distal markerband. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found a hypotube kink located 22mm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26sep2019. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 28mmx3.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After predilation of the lesion was performed, this 28x3.50mm promus elite was advanced but failed to cross the lesion. The procedure was completed with a 3.5x32mm promus premier stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.